Event description:
The customer contacted physio-control to report that their device does not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported issue. Physio then replaced the power pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Manufacturer narrative:
Physio-control further examined the removed power pcb assembly and determined that the cause of the reported issue was an integrated circuit (ic) chip, designator u5, which was shorted from pins 12 to 13.